Event description:
It was reported that during the ptca procedure when the physician started to turn the device, it spun on him causing an artery dissection. He then injected dye. The device torqued. The physician told sales rep that the dissection would have happened with any device. Physician reported that he should have used a 7f device instead of the 8f device. The procedure was terminated. No medical or surgical intervention was required. The sales rep will send the device back, but it may have kinks due to the physician throwing it in the trash. The nurse reported that no kinks were initially found on the device. The pt suffered no adverse effects from the procedure.